Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation". Device remains implanted. Right side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on (B)(6) 2022, with lot number 1121523. Visual analysis of the returned device identified, opening, wear abrasion and crease fold . Leak test was performed and found opening on radius. A microscopic analysis was performed which identify, crease smooth opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on radius assessed, to a fold flaw opening.

Event description:
Healthcare professional reported, "right side deflation". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Device has been explanted and replaced.